Event description:
It was reported that the during the cleaning process, a hole was discovered in the hose portion of the pneumatic drill. This event did not occur during a surgical procedure, so there was no pt involvement. There was no report of any oil leakage from the device. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was rec'd by the MFR and the complaint was confirmed. The device eval revealed that the drill performed according to all specifications, however a hole was discovered in the pneumatic hose assembly. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.